Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited stinging sensation at the implant site and felt hot. Boston scientific technical services (ts) suggested to contact the clinician for further evaluation then to confirm if there was an infection. As of this time, this sicd remains in service. No adverse patient effects were reported. Additional information indicated that the sicd felt hot and lasted for a specific time. Reportedly, the patient was uncomfortable and needed to change bodily positions for every time the incident happens. The boston scientific technical services (ts) informed of no obvious cause, but the timing of the symptoms correlates with the untreated events. No additional adverse patient effects were reported. The sicd remains implanted.